Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: multiple power on reset events (por) were found in the black box history. The battery cap threads were found to be stripped and damaged and was unable to secure to the pump and unable to maintain electrical connection. A crack was also found along the battery compartment threads. A test cap was using for testing purposes. The pump was exercised for 24 hours using a test cap; no reboots occurred. Unrelated to the complaint, the display screen text was found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The battery compartment reportedly was damaged and the pump was unable to hold power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.